Event description:
The customer reported the keypad is not working properly. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the keypad is not working properly. There was no report of pt involvement. The device was evaluated by a third party engineer, and the issue was verified. The bezel assembly was found to be defective. Replacing the bezel assembly resolved the reported issue. The device passed testing and was placed back into service.